Event description:
Caller reported a malfunction on the pump. Customer¿s blood glucose (bg) level was 613mg/dl. Customer addressed the high blood glucose level by administering a correction injection via multiple daily injections, without requiring assistance from a third party. Technical support provided information to the caller on how to reset the pump and assisted with the reset process.